Manufacturer narrative:
(B) (4). (B) (4). Results code - product performance engineering could not determine a conclusive root cause for the shaft separation. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood and contrast in the inflation lumen and guide wire lumen. There was blood on the hypotube and balloon. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The inner and outer members were torn at the guide wire exit notch for a length of 8.5 cm. The inner and outer members were separated at the distal end of the tear. The material was stretched and jagged at the separation. There was a kink in the hypotube 20 cm distal to the strain relief tubing. There were no kinks or damage noted to the tip. There was no other damage noted to the sds. The tip seal length was measured and met mfg criteria. A snap gauge was used to measure the outer diameters (od) of the stent implant. The od measurements met mfg criteria. Product performance engineering reviewed the incident info. The inability to cross the lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. The material at the separation was stretched and jagged, which suggests that the separation may be related to tensile overload (material stress/fatigue). Factors that can contribute to separations include product placement technique, guiding catheter support or size, fracture/kinked shaft, weak seals, or excessive force applied to remove the delivery system. The tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the sds in an opposite direction as the guide wire. It is likely the catheter encountered resistance during the attempt to cross the lesion and interaction with the guide wire during removal, as no damage was noted during the inspection prior to use. If force was applied to counteract that resistance, it would have contributed to the tearing of the inner and outer members. If further force was applied after inner and outer members were torn, the shaft would separate; however, this cannot be confirmed as there was no resistance reported. Further info attained from the account could not determine when the shaft separated. Analysis noted a kink in the hypotube. Since this damage was not reported in the incident info, the kinks may have occurred during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported failure to advance; however, a conclusive cause could not be determined. A review of the finished device lot history records (lhr) did not reveal any non-conformances associated with this lot that could have contributed to this complaint. All lot release testing met specifications. The reported failure to advance appears to be related to the operational context of the procedure; however, a conclusive cause for the noted shaft separation could not be determined. There does not appear to be any indications of a product quality deficiency; therefore, no corrective action will be implemented in this case. Product performance engineering will monitor the incident circumstances. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the mfg line before release. All stent delivery systems are 100% visually inspected for kinks during the mfg process. Additionally, a sampling of units is destructively tested to verify lumen integrity. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: distal shaft separation has caused or contributed to pt injury previously. Device issue: distal shaft separation. It was reported that the devices would not cross. No pt effects were reported. No additional event or pt info is available. This event is being filed based on the (B) (4) lab analysis of the device, which revealed a distal shaft separation.